Event description:
Initial reporter indicated that their vns pt was interrogated and had high lead impedance on their system diagnostic testing and normal mode diagnostic testing. The pt will be referred for a full revision of their vns. No surgery date has been set at this time. Good faith attempts are being made for additional details.